Manufacturer narrative:
The reported event is being contributed to stress and eventual fatigue in the material of the fixed seat tube. Reports received are client remains in seating during transport in vehicle. It is believed these external forces, over time, contributed to the stress and eventual fatigue of the material on the upper plate. Material and structural testing was performed at the parent company. In 2011, a change in the design of the part was implemented which improved quality and durability of the seat post area. This change in design was initiated after the affected component was released. The wheelchair has been repaired with a newer revision component and returned to client with no further reports having been noted. The DHR was reviewed and unit built according to specification.

Event description:
Permobil (B)(4) was contacted by local dealership reporting the elevator upper plate where the seating mounts having become separated from the inner tube. This separation would allow the seating to fall forward. No injuries were reported to have occured as a result of this event.